Event description:
Approx 1 min after device attached to pt (undergoing a nodal ablation), it shut itself off. On the way to ICU (approx 10 minutes later), it shut off again. Pt experienced cardiac arrest and had to be resuscitated twice. Biomed has seen it shut down three times in the lab.